Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 345 mg/dl. Customer stated that she had multiple no deliveries. Customer changed the reservoir and battery last night, but not the infusion set. Customer found the cannula was bent. Customer has not treated yet but will be going on manual injections. Customer does not want to return the set or reservoir for analysis. Customer was able to complete the rewind sequence. Customer wants to keep the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.